Event description:
It was reported to the manufacturer that the vns pt's device was found to be programmed off at an office visit. The device was restarted at low settings. No adverse events were experienced due to the reported event. It is unk at this time what settings the pt's device was set to at the last office visit. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.